Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the cartridge cap was missing and they thought they could wear the pump without the cartridge cap. The patient was admitted to the hospital from (B)(6) 2013. The reporter stated that the patient did not have a high blood glucose level but began to feel very sick. The patient was not in diabetic ketoacidosis and did not vomit. The patient was treated with injections and gave lantus and short acting insulin. The reporter stated that the patient went home on injections since they could not obtain cartridge cap since it was lost. Customer support (cs) advised the reporter to never run the pump without a cartridge cap and to call animas customer support for assistance with troubleshooting. This report is being made due to the patient¿s hospitalization event that resulted from knowingly using the cartridge with a missing cartridge cap.

Manufacturer narrative:
The device has not been returned to animas. When evaluation is complete a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient/reporter knowingly using the cartridge with a missing cartridge cap).